Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the migration/malposition was not confirmed. Product analysis was unable to confirm the reported event. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 cylinders were visually inspected, leak tested and microscopically examined. Both cylinders were identified to be cut in half in the distal cylinder body and were not leak and pressure tested as a result. Under a microscope it was observed that the kink resistant tubing (krt) was worn to the filament. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damage was found upon inspection. The pump passed all tests performed. The ams700 flat reservoir was visually inspected, leak tested and microscopically examined; no visual damage was found upon inspection. The reservoir passed all tests performed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to progressively worsening leftward curvature of his glans and penile tip. The patient noticed an asymmetrical prominence of the right cylinder at the tip of the penis. The cylinders were crossed over and did not reach the distal ends of the corpora cavernosa. The device was functional but malpositioned. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted in the correct tissue planes.